Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor under infused. The treatment time was planned for 120 hours but actually took 166 hours. The infusor had connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.